Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) on (B)(6) 2015. Mesh removal occurred on (B)(6) 2015. Patient's legal representative stated leakage after tot, urge incontinence, unspecified retention of urine, difficult time starting stream, and hematuria.